Manufacturer narrative:
Customer service sent the customer replacement tubing. In follow up with the customer, she indicated that she has a one month old baby who has had latch on problems since their hospital stay, so she has been exclusively pumping and bottle feeding. Initially, this worked well for the customer, then the tubing became less tight-fitting and vacuum diminished. The customer developed breast engorgement, contacted medela, and was sent replacement tubing. She received the replacement tubing, but finds that her breast engorgement has progressed to clogged ducts and mastitis. Her doctor is treating her with antibiotics and she has decided to stop pumping and discontinue lactating. Currently, the antibiotics are resolving her mastitis. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. Complaints will be monitored for similar issues.

Event description:
The customer reported to customer service that her breast pump has lost its "suction power." She feels that the tube that "does the sucking" doesn't fit into the pump tight enough - she has to hold it to get good suction. It is not allowing her to pump often, slows down her milk supply and has left her feeling uncomfortable with engorgement.